Event description:
Ever since I had the essure procedure implanted, I have had severe abdominal pain, heavy long lasting periods, extreme pressure during cycle almost like labor pains. I want these out and every woman to know all the possible side effects before making the choice. I didn't have this information made available by the doctor nor did he tell me any negative effects. I even went back in a month due to the pain and he took an x-ray (which I didn't get to see) and said everything is fine.